Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and functional tests of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the tip was bent, and the helix was damaged. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. A tilt test was performed, and the tip bend was observed out of specification. Microscopic examination was performed, and two holes were observed on the surface of the pebax and corrosion. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The tip bent issue is related to the deflection issue reported, therefore, the customer complaint was confirmed. The potential cause of the pebax and helix damage and tip bent conditions could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool smarttouch sf catheter and during the operation, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. This event is not MDR reportable. The device was returned for analysis, and two holes were observed on the surface of the pebax. This finding is MDR reportable.